Manufacturer narrative:
Analysis of the catheter found there was damage to the catheter body and/or guidewire during implant procedure. Analysis of the pump found that there was overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n265738004, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n265738004. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding a drug infusion device. The device was being used to deliver saline. The reason for use was not reported. It was reported that the patient had decreased pain relief at some point. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included a dye study on (B)(6) 2018 due to the decreased pain relief. The doctor was able to aspirate the catheter but when he introduced the contrast it didn¿t leave the tip of the catheter and they felt something might be blocking it. It was decided by the doctor to have the catheter replaced and to go ahead and replace the pump. The doctor decided to put saline in the pump and run at minimum rate (date unknown). The products were replaced on (B)(6) 2018 and the customer was notified that the product should be returned to the manufacturer. The rep was in possession of the product and it would be returned for analysis. The pump and catheter were returned to the manufacturer for analysis. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ the healthcare professional has no further information for the manufacturer. There were no further complications reported/anticipated.